Event description:
It was reported to olympus that the direction pin is missing on a telescope. The reported problem was found during reprocessing. There was no injury or health damage due to the reported event.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During inspection, the service department found the following: -the direction pin was missing. -there were foreign materials in the lens. The identified fault patterns are most likely attributable to the use of excessive force by the customer. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.